Event description:
It was reported that during the service evaluation process the screws of the device were found to be missing. No patient involvement or procedural delays were associated with the event as it was found during service.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process the screws of the device were found to be missing. No patient involvement or procedural delays were associated with the event as it was found during service.